Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Investigation summary: there were no reported clinical signs of infection. No reports of rupture or other product issues. According to the information provided, and since the device has not been returned for analysis, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Reason for device explant and/or reoperation: na. Manufacturer's reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with 450cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (grade iii) . The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.